Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist requested the customer to reach out to the hospital information technology team and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es user was unable to authenticate on station login. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.